Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a no delivery alarm. The blood glucose reading was 428 mg/dl. The patient treated it with an infusion set change. The alarm was cleared by the infusion set change. The customer was advised to call for troubleshooting if the no delivery alarm occurs. No further information was provided.